Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and they allege insulin pump was under delivering. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer stated that they were not using insulin pump for 24 hours and was on manual insulin shots, however blood glucose went to 80 mg/dl to 100 mg/dl. Customer stated that the insulin pump had crack as well as battery issues. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.